Event description:
The customer alleges back to back results of 359 mg/dl using one lot of strips and 137 mg/dl on another lot of strips. No report of an adverse event. Controls were in range on the strips used to obtain the 137 mg/dl, but were out of range on the strips used to obtain the 359 mg/dl value. Return requested and replacement was sent.